Event description:
On the third time trial of use, stylet was removed and the dr stuck the stylet into his left hand palm side, which was holding the cannula.

Manufacturer narrative:
The sample was received and reviewed for the reported failure. The sample was received with the plunger separated from the device, as stated in the initial report. The DHR review was not possible given that the lot number was reported as "unk" and sample was received in the corresponding dispenser carton. Sample analysis did not show any damaged components on the assembly that could have resulted in the plunger separation. Plunger mating section with cannula slide was fully formed and intact. We were able to duplicate the stylet removal failure. However, extreme pull force was required with angle application. In addition, it was possible to put the sample back together and confirm that the unit was functional. The device was tested (charged and deployed) several times without presenting any difficulties. Based on these findings, the most probable cause for this report is excessive force applied at a certain angle when attempting to charge the device. We believe this to be an isolated incident.